Event description:
Nellcor puritan bennett rec'd a call from rep of facility on 10/12/1999. Facility called to report the following problem: unit stopped cycle. Unit was turned off and turned back on. Unit then functioned normally. No pt harm.